Event description:
It was observed that during the device evaluation, the camera head exhibited image capture flooding. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, a definitive root cause could not be identified. It is likely the following led to the malfunction: it is likely the autoclave sterilization damaged the product and caused image capture flooding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): notes on unexpected disappearance of endoscopic images or inability to unfreeze (warning) do not reprocess or store this product with tweezers, forceps, scalpels, etc. There is a risk of puncturing the camera cable and damaging the electrical circuits inside the product due to water leakage. Do not strike or drop the product. Water leakage may cause damage to the product's internal electrical circuits. According to the IFU (gt8404_03) cleaning/disinfection/sterilization section of ch-s190-08-lb the following is noted. 3.7 high-pressure steam sterilization (autoclave) do not sterilize the camera head with high-pressure steam. The camera head will be damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.